Event description:
An ophthalmologist reported that a pt experienced a pseudomonas infection after using complete brand comfortplus multi-purpose solution. The pt had been using complete for eight months and developed the infection within three weeks of being given a new bottle. In 2000, the pt experienced ocular redness and pain. The pt wore lenses for about six hrs that day. The following day the rptr saw the pt of an emergency basis. The pt had a corneal ulcer 3.5mm x 3.5mm. The pt was hospitalized and under observation for 24 hrs. The pt's corneal was nearly perforated at the time of admission. At the hosp, cultures of eye, the contact lens case, and the solution were found to be positive for pseudomonas. The dr said that a culture of the tap water was negative. The pt was treated with tobramycin and ciloxin; by 3 days the infection was under control. The dr stated the pt had showered with lenses on eyes. The dr noted it was too early to tell if a corneal transplant would be required. Additional info has been requested. Corrective treatment: tobramycin and ciloxin.